Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information received: please provide additional detail as to how the circular stapler failed. The surgeon mentioned once he fired the device he put the safety on the device, turned the dial 1 full turn and tried to remove the device once making the anastomosis. He said he had to put one had on the distal portion of the colon and pull extremely hard to break the stapler away from the tissue. Please confirm the product code and batch or lot number. Unknown and they did not save the device. How was the case completed? With a lot of force he was able to remove the circular stapler from the tissue/colon.

Event description:
It was reported that during a robotic total hysterectomy and total colectomy procedure, the circular stapler failed. It was not known how the case was completed. All known information was reported. There were no patient consequences reported. No device will be returned.